Manufacturer narrative:
The lead under complaint, as well as additional data, was returned for analysis. The provided data confirmed the reported right ventricular oversensing, leading to shock delivery. Based on the available x-ray images, no damages of the lead were identifiable. Subsequently, the lead itself was visually analysed. In the course of the analysis, multiple signs of wear along the lead body were noted. In the proximal area, the insulation body was damaged due to interaction with the generator housing. Furthermore, in the distal area near the shock coil, the insulation was rubbed through, which can be considered as the root cause of the clinical observation. This damage most likely resulted from mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 96 months after the implantation this lead was explanted due to oversensing with inappropriate shocks.